Manufacturer narrative:
(B)(4). The cause of the reported leak was determined to be due to broken occluder feet. The cause of the broken occluder feet could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a minicap transfer set that occurred during use by a patient while performing peritoneal dialysis (pd) therapy. It was reported that the flow of fluid could not be stopped even when the clamp was in the closed position. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with the issue of occluder feet broken. A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with the issue of broken occluder feet noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted